Manufacturer narrative:
(B)(4). (B)(6). Customer has indicated that the product is in process of being returned to zimmer biomet for investigation. Once the investigation has been completed, a follow-up MDR will be submitted.

Event description:
It was reported that during a total knee arthroplasty, the surgeon found that the connecting portion of the inserter wobbled and he couldn't insert the surface into the tibia plate completely. No adverse events have been reported as a result of this malfunction.

Manufacturer narrative:
This follow-up report is being submitted to relay additional information. . Concomitant medical products: 42522100311 articular surface medial congruent (mc) right 11 mm height use with tibia sizes c-d/cr; femur sizes 4-5 63449766; 42532006702 tibia cemented 5 degree stemmed right size d 63614596. Complaint sample was evaluated and the reported event was not confirmed. Tibial articular surface inserter returned for technical evaluation and it shows signs of repeated use, nicked and gouge. However, functional test performed and inserter functioned as intended. DHR was reviewed and no discrepancies were found. Review of the complaint history determined that no further action is required. Per the package insert, do not use any component if damage is found or caused during setup or insertion. Cutting, bending, notching, or scratching the surfaces of components can significantly reduce the strength, fatigue resistance and/or wear characteristics of the implant system. The root cause cannot be determined using provided information. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.